Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 during which the ipg was explanted.

Event description:
Related manufacturer report number 1627487-2023-00841. It was reported that patient will have their system explanted in the near future due to lack of efficacy and pocket site discomfort.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown) unique device identifier (UDI #): unknown because the lot number was not provided.